Event description:
The customer alleged they received questionable thyrotropin (tsh) and ft4 results on their analytical e-module. The serial number for this device was requested but not provided. The customer alleged this had been occurring since 2013 using different lots of tsh reagents. Only one lot number was provided. Additional lot information was requested but not provided. The customer did not provide any further information on regarding the ft4 issue. The physicians claimed the tsh results were discrepant and requested they be repeated on an abbott method. The customer provided data for five patients, three of which had reportable malfunctions with tsh. The first patient had three samples tested. The samples were tested the same day in duplicate and the reprocessed on an abbott architect. The following results were provided. The first patient's first sample had a tsh result from the e-module of 4.95 uui/ml. The result from the abbott method was 0.54 uui/ml. The first patient's second sample had a tsh result from the e-module of 5.17 uui/ml. The result from the abbott method was 0.44 uui/ml. On (B)(6) 2014, the first patient's third sample had a tsh result from the e-module of 3.73 uui/ml. The result from the abbott method was 0.45 uui/ml. The sample was then tested on a siemens method and the result was 2.67 uui/ml. The second patient was a (B)(6) woman. On (B)(6) 2014, the tsh result the e-module was 5.07 uui/ml. The sample was then tested in another laboratory with the roche method and the result was 6.9 uui/ml. The result from the abbott method was 4.89 uui/ml. The third patient was a (B)(6) woman. On (B)(6) 2014, her tsh result from the e-module was 11.09 uui/ml. On (B)(6) 2014, the tsh result from the abbott method was 4.96 uui/ml. It was unclear if the results came from the same sample. Clarification was requested but not provided. The customer stated some of the patients were classified as having subclinical hypothyroidism and started levothyroxin. Other patients were in a fertility program. They fertility patients were not pregnant when the tests were performed, but the discrepant tsh results could have delayed the start of the plans. No adverse events were reported.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided calibration and qc data, a general reagent issue could be excluded. The different values obtained by the customer were most likely related to the differences in the nature and setup of the two assays, preanalytical issues, or due to circadian variations in the patients.

Manufacturer narrative:
This event occurred in (B)(6).